Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged, ar-9625, 3.0 mm hex driver, batch 022030, was received for evaluation. - visual inspection noted a broken hex distal tip. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to prying/leveraging the device during insertion. - refer to investigation photos. - complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/22/2025, it was reported by a sales representative via (B)(4) that an ar-9625 hex driver tip broke off. This was discovered during the case with no patient harm.